Event description:
In diagnostic heart cath, dr asked for an ffr wire: a volcano veratta pressure guidewire was pulled. The wire was prepped in normal fashion and inserted through the guide, the wire was found to not hold its normalization. Dr complained that it kept becoming un-normalized. They tried to make it work several times, but could not get it to normalize. A new wire was used from (unknown) lot# (unavailable). The new wire worked fine, patient was not harmed in any way and did fine through the whole procedure.